Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the right ventricular exhibited high pacing impedance and high capture threshold which resulted in loss of capture. The physician tried different positions and conducted multiple tests but believed that repeatedly changing the lead¿s position could be harmful to the patient. The lead was not used and replaced during procedure. The patient was stable.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the right ventricular exhibited high pacing impedance and high capture threshold which resulted in loss of capture. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted with traces of blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.